Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. No medical images have been made available to the manufacturer. The investigation of the reported event is currently underway. Medical record review: a vena cava filter was successfully deployed prophylactically without incident for a history of subdural hemorrhage secondary to blunt trauma. Approximately five years post filter deployment, the patient presented with extrusion of limbs outside the ivc wall and two detached limbs: one lodged in the right ventricular wall and the second one lodged in the small segmental branch of the left upper lobe. The patient underwent a surgical procedure for removal of the filter and the detached limb in the right ventricle. A transesophageal echocardiogram was performed and demonstrated the detached filter limb lodged within the anterior surface of the right ventricular wall. The patient was placed on cardiopulmonary bypass (cpb), and a lower sternotomy incision was carried out approximately 4.5 cm in length. The anterior muscular surface of the wall was opened and the detached filter limb was identified and extracted in its entirety. The right ventriculotomy was closed and the patient tolerated that well. Attention was then turned to the ivc portion of the case. A retroperitoneal approach was used to expose the ivc. The physicians obtained proximal and distal control of the ivc and the filter was extracted. The venotomy was closed, and the patient was weaned from cpb without difficulty. Hemostasis was obtained. Two drains were placed inside the pericardial space. The sternotomy was closed. After meticulous hemostasis was obtained of the abdominal portion, the abdominal incision was closed. The patient tolerated the procedure well. No complications were encountered. The decision was made to transport the patient back to the open heart unit, intubated in stable but critical condition. According to the pathology report, the detached filter limb was described as a silver colored metallic prong measuring 3 cm in length by less than 1 cm in average diameter. The filter was described as a silver colored metallic medical device consisting of 10 silver metallic prongs measuring 5 x 3 x 2 cm. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. Approximately five years post prophylactic vena cava filter deployment for history of subdural hemorrhage secondary to blunt trauma, the patient presented with limb perforation of the ivc and two detached limbs: one in the right ventricle (rv) and one in the left upper lobe. The patient underwent a surgical procedure for removal of the filter via a retroperitoneal approach and the detached limb in the rv via a sternotomy. The patient tolerated the procedure well without complications and was hemodynamically stable at the conclusion of the procedure. No additional information was provided in medical records received.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical record review: a vena cava filter was successfully deployed prophylactically without incident for a history of subdural hemorrhage secondary to blunt trauma. Approximately five years post filter deployment, the patient presented with extrusion of limbs outside the ivc wall and two detached limbs: one lodged in the right ventricular wall and the second one lodged in the small segmental branch of the left upper lobe. The patient underwent a surgical procedure for removal of the filter and the detached limb in the right ventricle. A transesophageal echocardiogram was performed and demonstrated the detached filter limb lodged within the anterior surface of the right ventricular wall. The patient was placed on cardiopulmonary bypass (cpb), and a lower sternotomy incision was carried out approximately 4.5 cm in length. The anterior muscular surface of the wall was opened and the detached filter limb was identified and extracted in its entirety. The right ventriculotomy was closed and the patient tolerated that well. Attention was then turned to the ivc portion of the case. A retroperitoneal approach was used to expose the ivc. The physicians obtained proximal and distal control of the ivc and the filter was extracted. The venotomy was closed, and the patient was weaned from cpb without difficulty. Hemostasis was obtained. Two drains were placed inside the pericardial space. The sternotomy was closed. After meticulous hemostasis was obtained of the abdominal portion, the abdominal incision was closed. The patient tolerated the procedure well. No complications were encountered. The decision was made to transport the patient back to the open heart unit, intubated in stable but critical condition. According to the pathology report, the detached filter limb was described as a silver colored metallic prong measuring 3 cm in length by less than 1 cm in average diameter. The filter was described as a silver colored metallic medical device consisting of 10 silver metallic prongs measuring 5 x 3 x 2 cm. Image/photo review: as medical images and photos were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not received. Medical records were provided. The medical records allege limb perforation of the ivc wall and two detached limbs, one in the right ventricle and the second in a small segment of the left upper lobe. Allegedly a surgical procedure was performed to remove the filter from the ivc and the detached limb from the right ventricle. Based on the medical record review, limb detachment and perforation of the ivc can be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - perforation or other acute or chronic damage of the ivc wall.

Event description:
Medical records were received and reviewed. Approximately five years post prophylactic vena cava filter deployment for history of subdural hemorrhage secondary to blunt trauma, the patient presented with limb perforation of the ivc and two detached limbs: one in the right ventricle (rv) and one in the left upper lobe. The patient underwent a surgical procedure for removal of the filter via a retroperitoneal approach and the detached limb in the rv via a sternotomy. The patient tolerated the procedure well without complications and was hemodynamically stable at the conclusion of the procedure. No additional information was provided in medical records received.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, four years and nine months of post deployment, intraoperative transesophageal echocardiography was performed for dislodgement of the inferior vena cava filter with extrusion of the prongs outside the inferior vena cava with dislodgement of two prongs of the filter, one lodged in the right ventricular wall and the second one lodged in the small segmental branch of the left upper lobe which confirmed the titanium prong of the inferior vena cava filter noted to be lodged within the anterior surface of the right ventricular wall. Thereafter, venous cannulation was performed of the right common femoral vein utilizing a 25-french venous cannula in the groin and also a 15-french cannulation of the right internal jugular, both were performed under transesophageal echocardiography guidance with the guidewire visualization. Thereafter, arterial cannulation was performed utilizing a 17-french arterial cannula. Once the activated clotting time was verified at acceptable limits, the patient was placed on cardiopulmonary bypass. Thereafter, a lower sternotomy incision was carried out, approximately 4.5 cm in length. Intraoperative sonography was then performed, which revealed the foreign body lodged within the anterior surface of the right ventricle. The prong could be palpated beneath the muscular surface. Thereafter, two 4-0 prolene pledgetted sutures were placed, one in the superior and one in the inferior aspect of the foreign body. These were then snared down. Thereafter, with the patient on bypass on a beating heart without the heart arrested, the anterior muscular surface of the wall was opened utilizing a #15 blade. The titanium prong was identified, it was extracted in its entirety. The patient tolerated this well. Thereafter attention was turned to inferior vena cava portion of the case. A retroperitoneal approach was used to expose the inferior vena cava. During this time period, proximal distal control of the inferior vena cava made with extraction of the device. The venotomy was closed in a two-layer fashion utilizing a running 5-0 prolene suture. Around, four years seven months later, computed tomography scan of chest without contrast was performed for history of foreign body (fragmented inferior vena cava filter) in chest surveillance, several years which showed there was linear metallic foreign body identified in a segmental branch of the left upper lobe pulmonary artery known to represent a wire/leg from an inferior vena cava filter. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc), retrieval difficulties and filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Perforation or other acute or chronic damage of the ivc wall. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that approximately five years post prophylactic vena cava filter deployment for history of subdural hemorrhage secondary to blunt trauma, the patient presented with limb perforation of the ivc and two detached limbs of which one in the right ventricle (rv) and one in the left upper lobe. The patient underwent a surgical procedure for removal of the filter via a retroperitoneal approach and the detached limb in the rv via a sternotomy. The current status of the patient is unknown.